Event description:
It was reported that the patient experienced recurring incontinence with a sling. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available. Additional information received. The sling was implanted elsewhere, the physician is unsure is the sling is a boston scientific device.

Event description:
It was reported that the patient experienced recurring incontinence with a sling. An artificial urinary sphincter (aus) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information will be provided if it becomes available. Additional information received. The sling was implanted elsewhere, the physician is unsure is the sling is a boston scientific device.